Manufacturer narrative:
Investigation summary: DHR reviewed for affected lot 16m0381, found no non-conformities. The team reviewed the assembly process and confirmed that the process control related to assembly operation are in place and in working condition. During the manufacturing of lot, all functional forces of syringe were measured on the instron machine and were found within the specification limit. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of resistance in the syringe with lot #16m0381 regarding item #303069. The returned samples were also inspected for any blocked needle, no blocked needle was found. The functional force of customer return samples were measured on instron utm machine, all values were found within the specification limit. Also, during the in-process quality check no defect was observed related to restricted movement / incorrect assembly / blocked needle which may cause the defect as claimed by the customer. The defect is not confirmed.

Event description:
It was reported that bd¿ syr 2ml ls 23x1 dn bp india had resistance in the syringe when loading fluids. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syr 2ml ls 23x1 dn bp india had resistance in the syringe when loading fluids. No serious injury or medical intervention was reported.